Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. In 2014, the patient had essure inserted. In 2017, the patient experienced device breakage (seriousness criterion medically significant), device dislocation ("essure found in wrong position in fallopian tube"), headache ("cephala"), pelvic pain ("pelvic pain"), dysmenorrhoea ("menstrual pain"), dyspareunia ("pain during sexual intercourse"), anxiety ("anxiety"), depression ("depression") and malaise ("indisposition"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, headache, pelvic pain, dysmenorrhoea, dyspareunia, anxiety, depression and malaise had not resolved. The reporter considered anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, headache, malaise and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2019: essure on the right side with suggestive implantation on tube area, and on the left side with suggestive implantation on corneal area.. X-ray - on an unknown date: essure found in wrong position in fallopian tube and fragmented. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented') and uterine inflammation ('uterine inflammation') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. In (B)(6) 2012, the patient had essure inserted. In 2017, the patient experienced device breakage (seriousness criterion medically significant), uterine inflammation (seriousness criteria medically significant and intervention required), device dislocation ("essure found in wrong position in fallopian tube"), pelvic pain ("pelvic pain"), breast pain ("mastalgia"), abdominal distension ("distension"), oedema ("edema"), menorrhagia ("heavy and prolonged menstruation with clots"), headache ("cephalea"), pain in extremity ("pain in legs"), peripheral swelling ("swelling in legs"), hypoaesthesia ("numbness"), tremor ("tremor"), back pain ("lumbar pain"), uterine pain ("uterine perforation sensation"), fatigue ("fatigue"), loss of libido ("loss of libido"), dyspareunia ("pain during sexual intercourse"), coital bleeding ("bleeding during and after sexual intercourse"), arthralgia ("joint pain"), mood altered ("mood changes"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid retention"), pain ("generalized body pain"), vaginal discharge ("vaginal discharge with odor"), anxiety ("anxiety"), malaise ("indisposition"), depression ("depression"), dysmenorrhoea ("menstrual pain"), nervousness ("nervousness") and stress ("stress"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device breakage, uterine inflammation, device dislocation, pelvic pain, breast pain, abdominal distension, oedema, menorrhagia, headache, pain in extremity, peripheral swelling, hypoaesthesia, tremor, back pain, uterine pain, fatigue, loss of libido, dyspareunia, coital bleeding, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection, pain, vaginal discharge, anxiety, malaise, depression, dysmenorrhoea, nervousness and stress had not resolved. The reporter considered abdominal distension, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, intra-abdominal fluid collection, loss of libido, malaise, menorrhagia, mood altered, nervousness, oedema, pain, pain in extremity, pelvic pain, peripheral swelling, stress, tremor, uterine inflammation, uterine pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: nickel allergy test result: 0.65 mcg/l (reference value: 0.6 to 7.5 mcg/l). Ultrasound scan vagina - on (B)(6) 2019: essure on the right side with suggestive implantation on tube area, and on the left side with suggestive implantation on corneal area. X-ray - on an unknown date: essure found in wrong position in fallopian tube and fragmented. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: the case (B)(4) (MFR# 2951250-2020-14138) was identified as a fu of this case and therefore the case (B)(4) was deleted from argus database and all information was transferred to this case. Lab test and essure insertion date updated; new events added: mastalgia, distension, edema, heavy and prolonged menstruation with clots, pain and swelling in legs, numbness, tremor, lumbar pain, uterine perforation sensation, loss of libido, bleeding during sexual intercourse, joint pain, mood changes, hair loss, suspicion of adenomyosis, abdominal fluid retention, generalized body pain, vaginal discharge with odor and anxiety, uterine inflammation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented') and uterine inflammation ('uterine inflammation') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. In (B)(6) 2012, the patient had essure inserted. In 2017, the patient experienced device breakage (seriousness criterion medically significant), uterine inflammation (seriousness criteria medically significant and intervention required), device dislocation ("essure found in wrong position in fallopian tube"), pelvic pain ("pelvic pain"), breast pain ("mastalgia"), abdominal distension ("distension"), oedema ("edema"), menorrhagia ("heavy and prolonged menstruation with clots"), headache ("cephalea"), pain in extremity ("pain in legs"), peripheral swelling ("swelling in legs"), hypoaesthesia ("numbness"), tremor ("tremor"), back pain ("lumbar pain"), uterine pain ("uterine perforation sensation"), fatigue ("fatigue"), loss of libido ("loss of libido"), dyspareunia ("pain during sexual intercourse"), coital bleeding ("bleeding during and after sexual intercourse"), arthralgia ("joint pain"), mood altered ("mood changes"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid retention"), pain ("generalized body pain"), vaginal discharge ("vaginal discharge with odor"), anxiety ("anxiety"), malaise ("indisposition"), depression ("depression"), dysmenorrhoea ("menstrual pain"), nervousness ("nervousness") and stress ("stress"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device breakage, uterine inflammation, device dislocation, pelvic pain, breast pain, abdominal distension, oedema, menorrhagia, headache, pain in extremity, peripheral swelling, hypoaesthesia, tremor, back pain, uterine pain, fatigue, loss of libido, dyspareunia, coital bleeding, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection, pain, vaginal discharge, anxiety, malaise, depression, dysmenorrhoea, nervousness and stress had not resolved. The reporter considered abdominal distension, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, intra-abdominal fluid collection, loss of libido, malaise, menorrhagia, mood altered, nervousness, oedema, pain, pain in extremity, pelvic pain, peripheral swelling, stress, tremor, uterine inflammation, uterine pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: nickel alergy test result: 0.65 mcg/l (reference value: 0.6 to 7.5 mcg/l). Ultrasound scan vagina - on (B)(6) 2019: essure on the right side with suggestive implantation on tube area, and on the left side with suggestive implantation on corneal area.. X-ray - on an unknown date: essure found in wrong position in fallopian tube and fragmented. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. In 2014, the patient had essure inserted. In 2017, the patient experienced device breakage (seriousness criterion medically significant), device dislocation ("essure found in wrong position in fallopian tube"), headache ("cephalea"), pelvic pain ("pelvic pain"), dysmenorrhoea ("menstrual pain"), dyspareunia ("pain during sexual intercourse"), anxiety ("anxiety"), depression ("depression") and malaise ("indisposition"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, headache, pelvic pain, dysmenorrhoea, dyspareunia, anxiety, depression and malaise had not resolved. The reporter considered anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, headache, malaise and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina on (B)(6) 2019: essure on the right side with suggestive implantation on tube area, and on the left side with suggestive implantation on corneal area.. X-ray on an unknown date: essure found in wrong position in fallopian tube and fragmented. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.